Event description:
A nurse was attempting to start an intravenous line (IV) on a patient in the emergency department, and the blood leaked out of the safety mechanism and was "freely flowing" until the nurse removed it and placed a safety lock on the patient end of the catheter.